Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 3 patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on the original instrument. The repeat results recovered lower than the erroneous results. The lower repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 3 patient samples on an atellica ch 930 analyzer. Quality control (qc) was valid at the time of sample processing. A malfunctioned lamp was replaced. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran autocheck and the photometer failed auto alignments several times. Then, the cse successfully auto aligned the photometer and passed autocheck. Next, the cse checked tubing and alignments and recalibrated the photometer auto alignment. Lastly, the cse ran quick check and qc, which recovered successfully. Siemens further evaluated the incident and concluded that an alignment issue potentially contributed to the erroneous co2_c results. The instrument is performing according to specifications. No further evaluation of these devices is required.